Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. UDI section of is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not displaying any digital reading. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented normal wear and tear. The customer stated problem was duplicated. Replaced pcb (printed circuit board) and rusty dual thermistor. The cause of the reported problem was traced to the user of the device. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.